Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the clipper was introduced, the membrane shirt of the device was depressed and fell into the cavity. Surgical intervention was required to remove the depressed membrane. This also happened before they reverted anesthesia to the patient. The obturator/trocar was also broken on all ports. Surgical time was also extended for more than thirty minutes. Another device was used to complete the case. There was no patient injury.